Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up , it was reported that the right ventricular (rv) lead exhibited a higher capture threshold and low sensing. Dislodgement was suspected and confirmed via diagnostic imaging. The rv lead was repositioned to resolve the issue and the patient was stable.